Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the batch remained unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device directions for use (dfu). The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Information provided by the customer indicated that no anomalies were noted to the device prior to use and continuous flush was maintained. Based on the information currently available, because review and analysis of available information failed to identify a definitive cause, the exact cause for the reported event cannot be determined.

Event description:
It was reported that during the procedure the coil (subject device) detached inside the microcatheter. The coil was replaced with another one and the procedure was completed successfully. There were no clinical consequences to the patient.